Event description:
The physician who performed a sion procedure reported that the patient was presented with hypotony maculopathy. It was noted that the iop was 9mmhg and folds were observed. After a follow up with the patient, the physician commented that the patient had rebounded.